Event description:
It was reported that multiple cartridges were damaged at the canister. As a result, there was a delay in insulin therapy that lead to the customer experiencing an elevated blood glucose (bg) level that was displayed as "high", although a specific value was not provided. The customer addressed their bg with a manual injection. Customer was able to eventually load a new cartridge to address the issue.